Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating that the patient's ipg had moved towards the middle of the patient's back.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing pocket site pain and the ipg migrated to an uncomfortable location. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.